Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was achieved of the left common femoral artery using two prostar xl devices through a 9-french sized access site. The access site was dilated to 12-french to complete the aaa repair procedure. After conclusion of the aaa repair procedure, the two prostar xl device sutures were used to achieve hemostasis. When the patient was leaving the cath lab, pulsatile bleeding from the left common femoral artery developed. The patient was transferred to surgery and a cutdown to the vessel wall was performed, which revealed that the prostar xl knots were fixed in the fascia and there was a hole in the artery (the access site puncture). The hole in the artery was closed surgically. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be in training in the use of the prostar xl device. Two prostar xl devices were used in the right common femoral artery to achieve hemostasis uneventfully. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other prostar xl device is being filed under a separate medwatch manufacturer report number. The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for investigation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incident in the complaint-handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality deficiency.